Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's defibrillation lead, exhibited oversensed noise on the rate/sense channel due to electromagnetic interference (emi). Pacing was inhibited for greater than two seconds. No adverse patient effects were reported.

Manufacturer narrative:
The patient later expired. There were no allegations against device functionality. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.